Event description:
The customer indicated that they had observed a clear liquid leak underneath a coulter lh 750 hematology analyzer. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence there was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) observed a pinhole in the sample line going through the pinch valve to the flow cell from the differential mixing chamber. The fse replaced the sample line and there were no further signs of leaking. The instrument was returned into service after completion of verified repairs. The root cause of the leak was a pinhole in the sample line going through the pinch valve to the flow cell from the differential mixing chamber.